Manufacturer narrative:
Product event summary: the controller and 6 batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the controller revealed that the controller passed functional testing but failed external visual inspection. Visual inspection under 10x magnification revealed a hairline crack around power port two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is an addition finding not related to the reported event. Failure analysis of the batteries revealed that three batteries ((B)(4)) passed visual inspection and functional testing, one battery ((B)(4)) passed visual inspection but failed functional testing, and two batteries ((B)(4)) passed functional testing but failed visual inspection. Visual inspection revealed that (B)(4) had a damaged strain relief on the cable assembly, exposing wires. The damage that was observed did not affect the functionality of the devices. This is an additional finding, not related to the reported event. Functional testing of (B)(4) revealed abnormalities relating to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. As a result, the ¿abnormal rsoc¿ event for one of the batteries was confirmed. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed a power switching events due to momentary disconnection involving (B)(4), and power switching events due to communication error involving (B)(4) within the analyzed time. As a result, the reported power switching event was confirmed. Analysis of the alarm log files revealed two critical battery alarms due to communication error involving (B)(4) within the analyzed time. As a result, the reported critical battery alarms event was confirmed. Based on the available information, the most likely root cause of the damaged strain relief event can be attributed to wear and/or to the handling of the device. Based on an internal investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. The most likely root cause of the reported critical battery alarm event can be attributed to a communication error between the controller and battery. The most likely root cause of the rsoc abnormalities can be attributed to an estimation error.the most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation examined momentary disconnections. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-10-31, device not available for evaluation, device evaluation anticipated, but not yet begun, mfg date: 2017-10-31, device not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-10-31, device not available for evaluation, device evaluation anticipated, but not yet begun mfg date: 2017-10-31, device not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery /(B)(4)/ model #: 1650de / expiration date: 2018-10-31, device not available for evaluation, device evaluation anticipated, but not yet begun, mfg date: 2017-10-31, device not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery /(B)(4) / model #: 1650de / expiration date: 2018-10-31, device not available for evaluation, device evaluation anticipated, but not yet begun mfg date: 2017-10-31, device not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery /(B)(4)/ model #: 1650de / expiration date: 2018-10-31, device not available for evaluation, device evaluation anticipated, but not yet begun mfg date: 2017-10-31, device not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery /(B)(4)/ model #: 1650de / expiration date: 2018-11-30, device not available for evaluation, device evaluation anticipated, but not yet begun mfg date: 2017-11-30, device not labeled for single use, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching on the batteries and controller. The patient also noticed critical battery alarms, and it was found that three the batteries had an abnormal relative state of charge (rsoc). The batteries and the controller were exchanged. No patient complications have been reported as a result of this event.